Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The device was tested with provocative maneuvers with noise able to be reproduced on the primary vector. Further evaluation is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.